Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with a 6 mm, 23-inch infusion set; no leaks were noted, no pump alarms indicated a halt in insulin delivery, and the user had not confirmed glucose by fingerstick at the time of the call. Symptoms included elevated blood glucose over 400 mg/dl for approximately four hours, without dizziness, loss of consciousness, or diabetic ketoacidosis, and without medical intervention or assistance. Outcomes included transient high glucose requiring troubleshooting and patient education, with glucose trending down after an infusion set change. Investigation included guided troubleshooting and an infusion set change to address potential infusion site or set-related delivery issues. Investigation of this case revealed no confirmed device malfunction, and the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.